Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the corner. This event occurred while compounding the device with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the bag was leaking from the bottom left corner. Functional testing was performed, and revealed a leak from the bottom left weld. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted